Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage. No patient or user harm was reported in this incident.